Event description:
In late 2008, the pt reported that she does not believe her infusion device is delivering insulin properly and her blood glucose was elevated to 389 mg/dl. Her normal blood glucose level is under 200 mg/dl. Symptoms of elevated blood glucose were thirst,weakness, and muscle spasms. She corrected her blood glucose by injecting 10 units of insulin via syringe. She stated that on 3 occasions the day before, she disconnected from her infusion site and primed 10 units of insulin but no insulin dripped from the end of the infusion tubing. She stated that there were no air bubbles in the insulin cartridge. She switched to her backup infusion device. Upon follow up three days after original date, the pt stated that she was doing much better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.